Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient sustained a head injury resulting in swelling and bruising at the implant site as well as loss of hearing function. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.